Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient was taken to the ER by ambulance on (B)(6) 2014 with hyperglycemia of 590 mg/dl and positive ketone bodies. Patient alleges the concern may have been caused due to loss of communication between meter and pump causing some boluses not to be delivered. Caller stated after patient was taken to the ER and changing the infusion set, his blood glucose levels began dropping. On follow up call it was determined that the pump is performing correctly and that it was quite likely that his hyperglycaemia was related with a 'resorption' problem as he only uses the left side of his abdomen. Requested return of the alleged pump for evaluation.